Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and one day of impella cp support, the patient developed some swelling in their left thigh and around their access site. One unit of packed red blood cells was given to the patient to treat the condition. The day after, oozing at the impella access site was observed and, however, noted the site was "under control." Following, now a couple of days later, the patient started to bleed more from the impella site. Four units of red blood cells and one unit of platelets were given. The dressing was changed and impella access angle of entry was maintained with gauze under the site; manual pressure applied. The patient was reported to be in critical condition following the event. Unit support eventually ended and had an outcome of the impella cp device successfully weaned and explanted after a total of six days on support with the patient having survived the explant procedure.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).